Event description:
It was reported that the patient who had a severe osteoporosis underwent a procedure to fuse t9-l3 using posterior fixation. It was noticed that l2 pedicle fractured post op. At unknown time post op, the patient had a fall and l3 pedicle also fractured. A second surgery was performed approximately 8 months post op to extend the fixation level to l5.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Although we do not believe that this reported event is related to the implanted implants, we are filing an MDR for notification purposes.